Event description:
The report from the affiliate indicated that eight and one-half (8 1/2) months after the index procedure during the follow-up period, coronary angiography revealed stent fracture and restenosis at the proximal end of the second cypher 3.5 x 18 mm stent (stent #2) implanted during the index procedure. This was near to the area of overlap with the third cypher 3.5 x 18 mm stent (stent #3) implanted during the index procedure. The restenotic lesion was pre-dilated with a 3.0 mm balloon. A cypher 3.0 x 23 mm stent was implanted with an unk inflation time/pressure to treat the restenosis. The stent was post-dilated with a 4.5 mm balloon with an unk inflation time/pressure. Eight months after the intervention, coronary angiography was done and there was no restenosis observed. The physician's comment regarding the findings was that because of the multiple stenting, the overlapping (stented) area was reinforced and acted like a fulcrum. Every cardiac pulsation gives burden to the weakest point of the implanted stents and so the area of the stent became fractured.

Manufacturer narrative:
The index procedure was done for treatment of restenosis of a 3.5 x 25 mm duraflex bare metal stent (bms). The lesion was the proximal right coronary artery (rca). The lesion was reported to be: an in-stent-restenosis of a bms, concentric, vessel diameter 3.5 mm, 30 mm in length, and type c. A cypher 3.0 x 23 mm stent (stent #1) was implanted at 12 atm for 30 sec inside the bms extending to the distal end of the bms. A second cypher 3.5 x 18 mm stent (stent #2) was implanted at 20 atm for 30 sec proximal to the first cypher stent in overlapping fashion. While removing the stent delivery system (sds), a proximal vessel dissection occurred. This adverse event (ae/dissection) was not previously reported. The dissection was treated by implantation of a third cypher 3.5 x 18 mm stent (stent #3) at 20 atm for 40 sec proximal to the 2nd stent in overlapping fashion and not extending into the aorta. The stents were not post-dilated. The residual stenosis was 0%. Please note that device is distributed outside the united states, however, it is similar to the united states product. The product is not available for eval and testing. Additional info will be submitted within 30 days upon receipt. This is one of two products used during the same procedure. Please reference MFR. Report# 9616099-2006-01051 and #9616099-2006-01052.